Event description:
The pump was returned for an unrelated issue. Evaluation revealed an inoperable bolus button. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). The bolus button was found to be unresponsive to button presses. All other pump buttons were found to be responding appropriately. Unrelated to the issue, the display screen was found to be dim and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.